Manufacturer narrative:
According to the customer the sponge left "fuzzy pieces" to remain within the patient's body cavity during an "open reduction and internal fixation wrist" procedure. The customer reported all the pieces were removed from the patient's body. The customer reported there was no additional intervention required after removing the pieces from the patient. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Towel shedding in wound.